Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reze0998 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by the facility that near the plastic hub, a tear was found on the silicone part of the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a tear in the silicone catheter near the plastic hub cannot be confirmed due to the condition of the sample. The returned product was an opened pouch of a 6.6 fr broviac cv catheters 1.0 mm lumen (white adapter), cat. No. 0601620, lot number reze0998, with one IFU booklet inside. Visual observation showed that the pouch was open, but the package was otherwise in good condition. No catheter was present, and so the reported complaint cannot be evaluated. It is known that possible causes for leaks in the catheter, near the hub, include clamping too near the hub, outside of the clamping area indicated by printing on the clamping sleeve.